Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking connector was inconclusive since complaint could not be confirmed but the sample returned. One 4 fr ppicc solo was returned for investigation. The catheter extended to the 48 cm. No damage to the hub was observed. The catheter was infused and pressurized with water using a 12 ml syringe and was found to be patent to infusion. No leaks were observed. The conditions during the use of the device are unknown; however, the product IFU contains information that may prevent causes of bleed back during use. Caution: the powerpicc solo2¿ catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. Always apply a sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. ¿ cap catheter. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recp0003 showed no other similar product complaint(s) from this lot number.

Event description:
A leak was reported from at the connection to a needle free connector manufactured by a competitor. It was stated patient is ok and the catheter was swapped.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0003 showed no other similar product complaint(s) from this lot number.

Event description:
A leak was reported from at the connection to a needle free connector manufactured by a competitor. It was stated patient is ok and the catheter was swapped.